Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Per the warnings in the spectrum operator's manual compatible sets should be used with spectrum pumps: -"warning use the specified manufacturer's IV set. A label located on the top of the pump indicates the specific type of IV tubing that the pump has been calibrated for. The use of other manufacturers" brands or type tubing could produce pump inaccuracies that could be unsafe for patients." -"warning baxter IV sets. Abide by the warnings and flow rate settings for baxter IV sets as indicated per the compatible IV sets list and compatible set labeling." Per the compatible baxter IV sets list for spectrum pumps, bbraun IV sets are not listed as compatible sets. The customer did not identify or return a specific device for evaluation and therefore the event history log review, manufacturing record review, and sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump responded that these issues are because only baxter IV sets can be used with the v8 sigma spectrum infusion system pumps as it pertains to patient safety and infusion accuracy. It is only specific codes of baxter IV sets and all of those sets must include a blue slide clamp on the section of the set to be placed into the pumps. The customer did acknowledge part of that problem has to be that there is no blue slide clamp to serve as a pump door key on the b. Braun set so that is why they are having trouble loading the b. Braun tubing and the fact that it is not compatible. These events occurred during patient use at two branches of the reporting facility. There was no patient involvement. No additional information is available.